Event description:
It was reported that during a matrix procedure a screw head broke off of a screw. The screw was in place in the patient and the surgeon attempted to re-engage the distractor tip and the distractor was put back in. When the surgeon distracted, the screw head cracked. The screw was removed and a new one was placed. There were no pieces left in the patient, and the procedure was completed with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes: mnh, mni, kwq, kwp. The first thread in the bone screw head is peeled off partially from the head. The design of the bone screw head threads include 1.5 complete helical threads. Full engagement of the distractor tip mating threads is required to achieve the proper strength to support the distraction that was applied to the system in this clinical situation. Mechanical testing and handling testing by pd has shown that the strength of this connection is appropriate for the intended clinical use. This complaint was deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: visual inspection of the screw head recess shows a clean anodize surface on the lower portion of the thread. It is likely that the distractor tip was not fully inserted into the thread recess on the bone screw before the distraction force was applied to the system, thus resulting in failure of the 1st thread of the bone screws head. Without certain knowledge that the distractor tip was fully engaged, it is not possible to make a definite conclusion. The technique guide is clear how it explains the necessity for proper engagement of the distractor tips into the bone screw recess utilizing the detachable holding sleeve (dhs). It is not clear in the compliant description if the proper tool (dhs) was used to replace the distractor tip. This complaint was determined to be indeterminate. (B)(4).

Event description:
This is report 1 of 1 for this complaint (B)(4).